Manufacturer narrative:
The biomedical engineer (bme) reported they are having an issue with this central nurse's station (cns) that is monitoring telemetry transmitters. They stated that the cns is monitoring correctly and can see the patients numerics correctly but the ECG trace appears to be sweeping at a slower rate than other cnss, and the trace appears to cut off half way through the trace. This was occurring on all patient tiles monitored on this cns, and they had already tried rebooting the cns. Nihon kohden technical support (tech support) suggested they clean out the rear vent fan, the front hard drive slots, and the internal cpu boards with an esd safe vacuum or air duster. After doing that the issue persists. Then tech support stated that it sounds like both the hard disk drives need to be replaced. They also walked them through turning the graphic accelerator down on step, and they will see if that resolves the issue. If the issue persists, they will call back to purchase hdds. The customer stated that the issue was resolved, but they did not document what they did to resolve it. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Telemetry transmitter: model: ni, sn: ni.

Event description:
The biomedical engineer (bme) reported they are having an issue with this central nurse's station (cns) that is monitoring telemetry transmitters. They stated that the cns is monitoring correctly and can see the patients numerics correctly but the ECG trace appears to be sweeping at a slower rate than other cnss, and the trace appears to cut off half way through the trace. This was occurring on all patient tiles monitored on this cns, and they had already tried rebooting the cns. Nihon kohden technical support (tech support) suggested they clean out the rear vent fan, the front hard drive slots, and the internal cpu boards with an esd safe vacuum or air duster. After doing that the issue persists. Then tech support stated that it sounds like both the hard disk drives need to be replaced. They also walked them through turning the graphic accelerator down on step, and they will see if that resolves the issue. If the issue persists, they will call back to purchase hdds. The customer stated that the issue was resolved, but they did not document what they did to resolve it. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was monitoring the telemetry transmitters correctly and could see patient numerics but the ECG trace appeared to be sweeping at a slower rate than other cnss. It appeared to be cut off halfway through the trace. This was occurring on all patient tiles monitored on this cns. They had already tried rebooting the cns. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) had the customer verify if the rns was monitoring without issues, and it was reading correctly. Next nk ts had the customer try the telemetry devices on another cns and they did not have the same issue. Nk ts recommended cleaning the air vents and hard drive slots with an esd safe vacuum or air duster. The issue persisted, and nk ts recommended replacing both hard disc drives (hdds). The customer was to return the call after discussing replacement with the appropriate personnel. A follow up email from the customer stated the issue was resolved, no further information was provided. With the information available, a root cause cannot be determined. The most likely cause of the reported issue was the facility's network environment. A review of the serial number history shows no recurrence of the reported issue.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) that was monitoring telemetry transmitters was monitoring correctly and could see the patient's numerics correctly but the ECG trace appeared to be sweeping at a slower rate than other cnss, and the trace appeared to cut off half way through the trace.this was occurring on all patient tiles monitored on this cns. They had already tried rebooting the cns. No patient harm reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) that was monitoring telemetry transmitters was monitoring correctly and could see the patient's numerics correctly but the ECG trace appeared to be sweeping at a slower rate than other cnss, and the trace appeared to cut off half way through the trace.this was occurring on all patient tiles monitored on this cns. They had already tried rebooting the cns. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was monitoring the telemetry transmitters correctly and could see patient numerics but the ECG trace appeared to be sweeping at a slower rate than other cnss. It appeared to be cut off halfway through the trace. This was occurring on all patient tiles monitored on this cns. They had already tried rebooting the cns. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) had the customer verify if the rns was monitoring without issues, and it was reading correctly. Next nk ts had the customer try the telemetry devices on another cns and they did not have the same issue. Nk ts recommended cleaning the air vents and hard drive slots with an esd safe vacuum or air duster. The issue persisted, and nk ts recommended replacing both hard disc drives (hdds). The customer was to return the call after discussing replacement with the appropriate personnel. A follow up email from the customer stated the issue was resolved, no further information was provided. With the information available, a root cause cannot be determined. The most likely causes of the reported issue are failed hdds or the facility's network settings. Both issues are managed by the facility and show no evidence of failure for the cns monitoring system. A review of the serial number history shows no recurrence of the reported issue.